Event description:
It was reported that the pt had fallen and also had started using an elliptical machine. The pt began to experience stinging, burning and pruritus over the pump site when giving a bolus with the pt therapy manager. The "snap connector on the pump" was leaking intermittently, especially noted with bolus injection. The pt underwent a catheter revision. Per the reporter, there was no injury.

Manufacturer narrative:
The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication (2008).